Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that insulin was leaking from the septum of multiple cartridges. Customer addressed the issue by loading a new cartridge. Customer's blood glucose was 119 mg/dl.